Event description:
The customer contacted stryker to report that their device did not automatically power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was still able to be powered on and off using the device's on/off button. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not automatically power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker evaluated the customer's device and duplicated the reported issue. The cause of the issue was determined to be a faulty reed switch sw5. This device was archived by stryker.